Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 5 in the mouth, the implant did not achieve primary stability or osseointegration. The site was grafted prior to implant placement. Clinician reports patient's good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 5 in the mouth, the implant did not achieve primary stability or osseointegration. The site was grafted prior to implant placement. Clinician reports patient's good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.